Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 400 mg/dl and treated with a manual injection. Later their blood glucose reading was 506 mg/dl. The customer removed the infusion set and found a bent cannula. The customer performed further troubleshooting and the problem was resolved by changing the infusion set. The infusion set was replaced and will be returned. The insulin pump will not be returned.